Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet and subsequently disconnected from the pump to administer multiple subcutaneous insulin injections, later reconnecting with assistance after blood glucose trended downward. Symptoms included elevated blood glucose with readings reported as ¿high,¿ sustained levels above 180 mg/dl for many hours, and associated fatigue and hunger, without ketone testing, acute medical intervention, or hospitalization. Outcomes included user-initiated pump disconnection, use of back-up insulin therapy, and delayed return to automated therapy until glucose improved. Investigation included customer care follow-up and troubleshooting support, including guidance on safe disconnection duration and assistance with reconnection and supply change planning. Investigation of this case revealed no device malfunction reported, and the cause of hyperglycemia remained unclear, with possible contribution from intercurrent illness and timing of insulin dosing during disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.